Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during a dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon would not inflate. Reportedly, the device was removed from the patient for inspection, and it was noted that the balloon had a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.